Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a cuvette wash probe on synchron lxi 725 clinical system that was spraying liquid. The liquid would be diluted wash concentrate. No chemical exposure was noted, and no injury was reported. There was no effect to patient or user.

Manufacturer narrative:
Service replaced the wash station assembly. Service primed and completed alignments. No further service calls were received on this matter.